Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
The customer reported that drainage started off normally (the syringe had a few mls of air, which it typical, but mostly filled with fluid from the patient). When I went to expel the air from the syringe into the drainage bag the air traveled back up towards the patient which is indicative of malfunction of the one-way valve closest to the patient. Again, I stopped drainage and ensured all connections were properly connected. Again, no air reached the patient and in this case, we ended up swapping tubing from another kit to complete drainage. The tubing from the second kit was functioning properly. Post-procedure cxr was without pneumothorax. I took a picture of the lot # and noted that it was the same lot # as the first (reported in a separate complaint).

Manufacturer narrative:
(B)(6) follow up emdr for device evaluation. Eight representative samples were received for evaluation. Sample evaluation confirmed the reported failure mode (leakage). Five samples were evaluated. Four passed water/air leak testing. One sample failed leak testing, when the syringe was initially drawn back it was filled mostly with air. Of the remaining three samples two were sent to members of bd¿s research and development team and one was sent to the supplier of the identified defective material (universal drainage set p/n 711-13501). The most probable root cause for the reported failure mode was defective material (universal drainage set p/n 711-13501). A device history record review of all applicable manufacturing records for lot 0001335444 did not identify any issues that may have contributed to the reported failure mode. The most probable root cause for the reported failure mode was defective material (universal drainage set p/n 711-13501). As the identified defective material (universal drainage set p/n 711-13501) is a supplied part scar (supplier corrective action request) has been issued to the supplier. In addition, a CAPA (corrective action preventive action) has also been initiated to address this issue. H3 other text : see manufacture narrative.

Event description:
The customer reported that drainage started off normally (the syringe had a few mls of air, which it typical, but mostly filled with fluid from the patient). When I went to expel the air from the syringe into the drainage bag the air traveled back up towards the patient which is indicative of malfunction of the one-way valve closest to the patient. Again, I stopped drainage and ensured all connections were properly connected. Again, no air reached the patient and in this case, we ended up swapping tubing from another kit to complete drainage. The tubing from the second kit was functioning properly. Post-procedure cxr was without pneumothorax. I took a picture of the lot # and noted that it was the same lot # as the first (reported in a separate complaint).